Event description:
It was reported that the patient's diagnosis is cardiogenic shock (cs). While in the operating room the md inserted the teflon sheath via the patient's left femoral artery. The intra-aortic balloon (iab) was prepped per the instructions for use. After the md inserted the iab two / thirds of the way through the sheath it could not be advanced further. As a result, the md removed the iab and sheath in one piece. Surgical intervention was required due to "inguinal vessel damage" which occurred during the iab/sheath removal. The patient had "difficult anatomical conditions." There was no reported patient death. The iabp therapy was delayed / interrupted, however the pause did not cause harm to the patient. Per the details, the patient complications were due to the removal of the iab and sheath as one unit. Reference MDR #1219856-2012-00027 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.